Event description:
Customer reports that the pt had been restless and kicking legs. It was noted that the foley catheter was broken off at the point of the hub-catheter connection. The remainder of the foley was removed and another inserted.